Manufacturer narrative:
B5 - on (B)(6) 2023 the lens was explanted. The same day in a separate surgery the lens was replaced for a lens of the same length, power and model and the problem resolved. H6 - health effect - impact code: 4629 corrected to 4627. Claim # (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). H6 - type of investigation - lens work order search: no similar complaint type events . Reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -6.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. Lens tear/break during injection/delivery into the eye was reported. The reporter stated that after the implantation of the lens into the eye a defect in the haptic was discovered. The reporter states " the first postopertive vault measurement was lower than the other eye. This discrepancy is considered to be related to the haptic defect". On (B)(6) 2023 the lens was exchanged for a lens of the same length, power and model and the problem resolved. No patient injury was reported.